Event description:
On (B)(6) 2009, pt reported her infusion sets were occluding. Pt stated she is using a competitor's infusion device. Pt reported system occluded over and over gain with infusion sets from same lot and insulin was not coming through the infusion tubing. Pt stated she switched to a new lot of infusion sets, inserted new infusion tubing and ran a prime. She reported the occlusion did not recur with the new infusion set from the new lot. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.